Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that approximately two years post implant of a realize adjustable band, a leak was detected at the port on (B)(6), 2010. No details of how the leak was detected. On (B)(6), 2010 both the band and port were replaced. There were no reported patient complications.